Manufacturer narrative:
(B)(4).

Event description:
The physician was using a hawkone directional atherectomy system to treat a lesion with diffuse disease. The device was used as per the IFU. There was no difficulty closing the device after a pass. When the device was removed to clean, plaque was exiting the nosecone near the mid section. The nosecone was damaged /split. Another device was used and completed the procedure successfully. No clinical sequelae reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.